Event description:
During an index procedure for a drug-eluting coronary stent implant the patient had a myocardial infarction (mi). The index procedure treated one de novo bifurcated lesion. The target lesion was 3.0 vessel diameter, 25mm long, with mild calcification and mild tortuosity, and 95% stenosis in the left anterior descending (lad) artery, starting at the lad proximal first site. The lesion was predilated with a 2.5x20 maverick balloon. The physician implanted a taxus liberte 3x32mm stent at 14 atms. Post implant the target lesion was 0% diameter stenosis and timi 3 flow. During the initial implant procedure the patient experienced an mi which was resolved with medical therapy. At the time of the event the patient was taking aspirin and clopidogrel. The patient was discharged 7 days post implant receiving aspirin and clopidogrel. In the opinion of the physician, the event was unrelated to the stent.this product is only ous approved, but it is similar to a marketed us device.